Event description:
It was reported to philips that the host pc was not booting up, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Host pc had flashing lights, but the fan was off and no leds on the troubleshooting block. On (B)(6) 2025, same issue happen, to resolve the problem, fse replaced the nehalem host pc and tsm control kit followed by software reload and also initiated the correction for cioms battery and return the part for further analysis and it found issue with host pc was with the cmos battery. After replacing the host pc and tsm kit, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.